Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional, through regulatory agency, reported right side "rupture of the device with intracapsular silicone diffusion". The device was explanted and the replacement status is unknown. The device will not be returned.